Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the shaft fractured. There were two target lesions, one located in a calcified. 85% stenosed, 2.8mm diameter portion of the left anterior descending (lad) and the other in a calcified, and 80% stenosed, 2.5mm diameter portion of the diagonal. An 8f bsc guide catheter was placed. The lesions were predilated using a 2.0x20mm maverick balloon and a 2.5x20mm quantum balloon, both inflated to 12 atmospheres for 30 seconds. The physician positioned a 3.0x32mm taxus express2 drug eluting stent in hte lad. A second taxus express2 drug eluting stent size 2.75x20mm was entered into the same guide catheter and advanced toward the diagonal branch; however, because of great resistance in the whole system, the physician could not advance the stent delivery system (sds) past the left coronary artery. Both stents were then pulled back and at that point it was realized that the shaft of the 2.75x20mm taxus express2 stent had broken. The physician then removed the entire system including both sds, the guidewires and the guide catheter. A new medtronic ebu 7f guide catheter was placed and the procedure was completed with stenting of the lad with a 3.0x32mm taxus express2 stent and the diagonal with a 2.5x20mm taxus express2 stent using the crushing technique. The patient did not have any complications and is reported as good. The patient received heparin, reopro, nitroglycerin, beta blocker, clopidogrel, nitrates and aspirin.